Manufacturer narrative:
If the device is returned in the future, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device was explanted due to early battery depletion; implant duration 43.6 months. No allegations against device functionality and no return product expected to refute the early battery depletion field allegation. No adverse effects reported and replacement observed with another boston scientific device.